Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad pump was exchanged to another manufacturer's device due to a pump pocket infection. No further details were provided.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 2 years, 7 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility number was not provided. The intermacs identifier is (B)(4). Device evaluation: the explanted device was returned to the manufacturer for evaluation. A root cause for the patient¿s pump pocket infection and a correlation to the investigational findings could not be determined. Thrombus was however confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the percutaneous lead (lead) cut approximately 2.5 ¿from the pump housing and the distal portion of the lead was not returned. The inlet tube was returned detached from the device; however, the remainder of the sealed inflow conduit (flex section and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft bend relief was returned detached from the device; however, the remainder of the sealed outflow conduit (outflow graft and outflow elbow) was returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation near the rotor bearing ball. Although the deposition was not surrounding the rotor bearing ball upon disassembly, contact marks at the proximal end of the rotor, as well as the formations laminated structure and areas of denaturation indicates that this thrombus likely formed in this location over an undetermined period of time while the pump was in operation supporting the patient. Examination of the rotor upon disassembly revealed a small non-laminated deposition on one of the rotor blades. Although the origin of the formation could not be determined, its non-laminated structure indicates it did not form in this location. Furthermore, this deposition lacked denaturation. A loosely seated deposition was also found on one of the outlet stator blades. This deposition was not adhered and lacked lamination indicating that it did not originate in this location. This deposition also lacked denaturation. The origin of this deposition and the duration for which it was present in this location could not be determined. A root cause for the development of the observed depositions and a correlation between the observed depositions and the patient¿s pump pocket infection could not be determined. The instructions for use lists pump thrombosis and infection as a potential adverse events associated with use of the heartmate ii lvas. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: spike in ldh to 805; admitted on (B)(6) 2014 and spike in ldh to >6000 on (B)(6) 2014. 12/31 echo shows inability to visualize outlet conduit (B)(6) 2015 tte & tee reports both inflow and outflow zones appear unobstructed, however, lv unloading suboptimal with marked aov opening with no evidence of rv failure supporting partial impeller thrombosis. Additional information also included indicated: did patient experience a thrombus event (suspected or confirmed): y. Hemolysis: yes. Heart failure: yes. Abnormal pump parameters: yes. Intravenous anticoagulation: yes. Event confirmed: yes. Device malfunction: n.